Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 42521e lot number 22099404 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation and leakage. The following information was provided by the initial reporter: connection points and not tight so they come apart and IV fluids and/or blood drips from them when they come apart.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation and leakage. The following information was provided by the initial reporter: connection points and not tight so they come apart and IV fluids and/or blood drips from them when they come apart.